Event description:
It was reported that the patient was charging frequently, which caused some discomfort due to sharp pains over the ipg site. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg will not be returned, as it is against hospital policy.